Event description:
It was reported that the procedure was to treat a perforation in the proximal right coronary artery. A 2.8x26mm rx graftmaster stent system was advanced; however, could not cross to the target lesion. The stent system was simply removed from the patient. A 2.8x16mm rx graftmaster was advanced and the stent deployed to successfully seal the perforation. There was a delay in the procedure reported due to the need to use another rx graftmaster to seal the perforation; however, there was no adverse patient sequelae reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.